Manufacturer narrative:
(B)(4): eval method - device history reviewed. Results - device history review found the product met specs when released for distribution. Conclusion: other - cause of event related to pt condition. Analysis - upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A small fenestration was noted in the lunula of the right cusp adjacent to the right non-coronary commissure. Tears in the tunica of all cusps along the margin of attachment appeared to be due to the removal of host tissue during explant. All commissures were intact. There was no evidence of commissural dehiscence at the non-coronary left commissure. Traces of panus remained attached on the inflow of all cusps, 2 to 4 mm from the tissue and base stitching, and in the right non-coronary inferior coaptive area. The location of the trace pannus showed evidence of a reduced inflow orifice area. A small cluster of off-white friable host tissue was noted on the left cusp adjacent to the non-coronary left commissure. Pannus remained attached along the outflow edge of the sewing ring. An unk amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 1.5 yrs, was explanted due to dehiscence at the non coronary and left commissures. There were no adverse pt effects reported.